Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic with ventricular non-capture. Lead dislodgement was observed via imaging. Patient experienced intense coughing and it is believed that at this time the lead dislodged. The patient was admitted to the hospital for lead reposition. During the procedure the helix could not extend or retract due to tissue in-growth. The helix was damaged. The lead was explanted with no further problems. The patient was reported fine after the procedure. Patient will be followed up normally.